Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. The 30-degree endoscope plus had no image in the left eye but passed cable testing. Failure analysis found no issue with the 30-degree endoscope plus related to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument kept spinning. The procedure was completed with a spare endoscope with no reported injury.